Event description:
It was reported that a user experienced difficulty scanning a freestyle libre 3 plus sensor with the ilet system, with an on-screen message indicating the sensor was in use by another device despite a phone restart and attempts to toggle sensors and perform a factory reset. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included customer support troubleshooting, guidance to restart the phone, and education on sensor pairing and device exclusivity. Investigation of this case revealed that the sensor remained paired to a different device, consistent with use error and sensor pairing limitations rather than an ilet hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing with another device.